Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level was 209 mg/dl. Reportedly, the customer was able to clear the alarms. The customer has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
(B)(4).